Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device, and therefore the customer was unable to obtain readings. The customer experienced a loss of consciousness; however, no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial number) was updated from (B)(6) based on returned product download. Section h4 (device mfg date) was updated from 7/24/2023 to 05/28/2023.

Event description:
A "replace sensor" error message was reported with the adc device, and therefore the customer was unable to obtain readings. The customer experienced a loss of consciousness; however, no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.